Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted because the active electrode array migrated partially outside of the cochlea, as confirmed by post-operative diagnostic imaging. Additionally, reportedly an incomplete insertion was achieved during implantation surgery with 3 channels out of cochlea. The investigation findings are in line with the problems given in the recipient report. This is a final report.

Event description:
The left device_s electrode array has migrated out of the cochlea and performance declined. No head trauma or injury is suspected. A full insertion was not achieved at initial implantation. The user was re-implanted with a shorter array, a full insertion was achieved. At explantation the electrode lead was protected by new bone growth and the electrode lead was in a complete, tight channel.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The left device has migrated out of the cochlea. The user was re-implanted on (B)(6) 2019.